Event description:
Abbott diabetes care received a user report in which a customer reported alarm volume issues with the use of the librelink app. Details are reported as follows: "libre system 2 app (continuous glucose monitor) on (B)(6) and (B)(6) phones. Extremely high decibel 100 db+ sound on low glucose alarm. Hurt wife´s ears causing a hearing problem. Cannot disable the alarm, can not lower the alarm." Attempts were made to contact the customer, and they wanted to make a suggestion to make the urgent low glucose alarm where it could be turned off. No further information was provided there was no report of injury or third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.